Event description:
The customer initially reported that the device is not switching on. Then the customer clarified that the symptom was a failure to discharge. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.